Manufacturer narrative:
(B)(4). Yielded jaws. The er320 device was returned for analysis with a clip in the jaws; the clip was removed from the jaws in order to measure jaws width. Upon inspection the jaws were found to be in a yielded condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed and formed four clips as intended and it ejected five clips. Finally the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic galle procedure, the clips didn´t close correctly/two clips at a time. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.